Event description:
It was reported that the patient felt less electric current from the spinal cord stimulator and that remote control displayed the end of battery life message. It is unknown if the patient had any medical procedure, testing or imaging performed prior to receiving the end of battery life message. The patient underwent a procedure where the non-rechargeable implantable pulse generator (ipg) was replaced with a rechargeable ipg as the patient requires high energy doses. Post operatively, the patient was doing well.

Manufacturer narrative:
The returned ipg was analyzed and found to be in the eos state. However, the analysis of the data log indicated that the ipg reached its eos 1 year, 9 months, and 1 day after the initial programming. The average energy use index (eui) recorded was 18.4, aligning with an estimated theoretical battery lifespan of 1 year, 8 months and 8 days. This indicates that the battery's lifespan fell within the projected range. Additionally, the ipg displayed typical features during the visual and functional inspection.

Event description:
It was reported that the remote control displayed the end of life (eol) message for their non-rechargeable implantable pulse generator (ipg). The patient felt less stimulation from the spinal cord stimulator. It is unknown if the patient had any medical procedure, testing or imaging performed prior to receiving the end of battery life message. The patient underwent a procedure where the non-rechargeable implantable pulse generator (ipg) was replaced with a rechargeable ipg as the patient requires high energy doses. Post operatively, the patient was doing well.